Manufacturer narrative:
On (B)(6) 2021 the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: according to the information received, the patient experienced a rupture in the sm mpp gel 350cc breast implant. Additionally, developed swelling and lymph nodes of borderline prominence are demonstrated in axillary regions and developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 350cc breast implant had an area of missing material on the anterior view within a tear that extends to the posterior view, measuring approximately 4.5 cm x 3.3 cm and 7.1 cm, respectively. Additionally, an area of shell abrasio was noted within the tear. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, breast implants may also wear out over time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade ii, lymphadenopathy, local reaction, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with a 325cc mentor memorygel left breast implant and a 350cc mentor memorygel right breast implant experienced bilateral capsular contracture baker grade ii, bilateral lymphadenopathy, right sided rupture and right sided local reaction post procedure. An ultrasound was performed on (B)(6) 2021, indicating lymph nodes of borderline prominence in both axillary regions. The right implant presented with small fluid collection between the implant and the adjacent soft tissue. As a result, patient underwent bilateral removal and replacement with two 450cc mentor memory gel breast implant smooth round high profiles on (B)(6) 2021. This medwatch form is for the right breast prosthesis.